Event description:
It was reported an issue with dafilon suture. The client reported that the needle bent. Procedure was performed by a maxillofacial surgeon, but the nurse did not remember exactly what procedure it was. The needle bent during use; it happened several times. The same doctor recently tried another dafilon, which did not have the same problem. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 11 closed samples for analysis. We have checked the needles of the samples received and the visual aspect is conform. No defects that could cause this incident have been found. As stated in the instructions for use of this product: 'care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to ½ of the distance from the fiber attachment end to the needle point, never at the end were the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Reshaping needles should be avoided and may result in a loss of their strength and resistance towards bending and breaking. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements.' Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/european pharmacopoeia and b.braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints of the products manufactured with the same needle raw material batches used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.